Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt responds only to very loud sound and speech. During a fitting appointment the pt had no auditory perception. Testing shows all channels in status hi.